Event description:
The device (part number cev405) was returned to mxi service and repair.

Manufacturer narrative:
The device (part number cev405) was evaluated and indicated that the sheath was damaged. Probably damaged by a cutting tool or during removal from a trocar in an abnormal way. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered int he mxi complaint handling process. Issues resolved include the misclassification of devices return for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).